Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "after dr (B)(6) put in approximately 20 reduction screws and was happy with the correction of the scoliosis deformity, he began to final tighten the xia3 blockers. He had already tightened 5 blockers and was in the process of the 6th when the tip of the torque wrench snapped off, dr (B)(6) was able to remove the broken tip from the patient. We had a back up complex spine set for the case and were able to proceed with final tightening. Dr (B)(6) used the torque wrench properly for its designed use."